Event description:
It was reported that during surgery, the pressure setting on the zimmer ats 1200 automatically worked from 200 to 250. It resulted in serious bleeding. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.